Event description:
Additional information received revealed that at the time of the events, the two stents implanted in the vein grafts to the right coronary artery and diagonal were patent. Based on this information this event should not have been reported.

Event description:
It was reported via trial that on (B)(6) 2010, due to a positive stress test and a non stemi, the patient underwent the index procedure with the deployment of two drug eluting stents in the vein graft to the first diagonal and the vein graft to the proximal rca. The obtuse marginal was treated with balloon angioplasty only. Percusurge on both vessels was used for distal protection. Post procedure residual stenosis was 0% in the stented lesions with timi iii flow. Later on the patient developed chest pain, without EKG changes which was treated with morphine. The patient was brought back to cath lab with a diagnosis of acute posterior non stemi, after the patient complained of chest pain, and constant stabbing, rated as a 1 of 10. EKG perfomed without changes noted. The obtuse marginal 1, had a ostial calcified 50% lesion ptca to 50%, and obtuse marginal 1, mid eccentric complex 100% lesion was stented to 0% with some thrombus. A xience v 2.5 x 18 implanted. Again plavix 300 mg given prior to this procedure. The patient was discharged on effient 10 mg qd. Times 31 days, then plavix 75mg qd. Timi 0 pre, post timi 3. On (B)(6) 2010, the patient received a peri procedural loading dose of clopidogrel 600 mg, and was started on prasugrel 10 mg dosing. Aspirin 325 mg dosing was started previously on an unknown date in 2004. The patient was discharged from the index hospitalization on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and myocardial infarction as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. While it is unknown if stenting in a vein graft may have contributed to the reported patient effects, it should be noted that the IFU states, safety and effectiveness of the promus stent have not been established for subject populations with the following clinical settings: lesions located in saphenous vein grafts, and: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. (B)(4) for placement of a promus stent in a saphenous vein graft.